Event description:
It was reported that intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided. Reportedly, customer resumed insulin with the original cartridge.